Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode during a cardiac surgery. The sam episode also showed what appeared to be loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that these allegations were most likely due to the procedure rather than an actual device issue. Ts also discussed that because the device was tested before and after the procedure and no changes in thresholds were noted, it can continue to be monitored. No adverse patient effects were reported. This device remains in service.